Event description:
It was reported that the patient presented to the emergency department due to lightheadedness while trying to get up. The right ventricular (rv) lead exhibited oversensing and the right atrial (ra) lead exhibited high thresholds. Capture was unable to be confirmed on the ra and rv leads with the remote transmission. However, there was capture on the monitor in the emergency department, noted as a ventricular paced rhythm and p-waves without capture. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implant date (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.